Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had experienced high blood glucose and insulin pump received motor error. The customer¿s blood glucose level was 527 mg/dl at the time of the incident and current blood glucose was 391 mg/dl. The customer blood glucose was 529 mg/dl. The customer reported that they received a motor error alarm and changed the battery and was not able to rewind. Customer was able to successfully clear the alarm. Customer was unable to complete pump rewind. The customer declined troubleshooting for high blood glucose. It was reported that they had received a motor failure and motor error. The customer reported that the drive support cap was normal. The customer was advised to change entire set, reservoir and insulin and treat per health care professional instructions. The customer was advised to call back for assistance if high blood glucose persist. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test and occlusion test. No motor error alarm noted. The motor was tested outside of the device and passed.